Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument hooked itself and could no longer be opened. The emergency key had to be used. The instrument was discarded. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument wasn't removed together with the cannula. The customer confirmed that no thermal damage, such as melting or burning, was observed on the instrument. Additionally, there were no instances of arcing during the procedure. The reported issue was that the instrument became stuck and could not be opened, requiring the use of the emergency key. No injuries or adverse events were experienced by the patient during or after the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the conductor wire dislodged from the connector pin on the energy instrument identification board, inside the housing on the proximal end. The instrument failed the electrical continuity test. This failure led to a power interruption, which means that the grips cannot be moved. Further inspection found thermal damage to the yaw pulley. The instrument was found to have charring and localized melting at the yaw pulley. The complaint was confirmed by failure analysis. The probable root cause of a dislodged conductor wire on the proximal end is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a loose grip cable at the force amplification pulley. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The instrument was installed on an in-house system and driven and exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming loose at the distal end.

Event description:
Refer to h11 for follow-up information.